Event description:
It was reported that the ventilator shut down during ventilation. There was no pt harm. (B)(4).

Manufacturer narrative:
The investigation of the returned panel printed circuit (pc) board, which is part of the user interface, and evaluation of the received device logs, has been completed. The ventilator is turned on and off with the on/off switch that is soldered onto the panel pc board. The panel pc board was tested in a reference ventilator and it was possible to turn on and off the ventilator by using the on/off switch. No erratic behavior with the on/off switch could be provoked. During simulated use test the pre-use checks succeeded and ventilation ran for two days without any deficiency noted. Electrical measurements on the on/off switch were also according to spec. The ventilator was reported to shut-down while on patient and a shut-down event which was not preceded by a stand-by mode can be confirmed in the logs on the date of event. This can correspond to the reported event. This shut-down is a complete powering off of the ventilator using the on/off switch. This is considered as a normal shut-down and no other alarms are generated. The technical log has no entry on the date of event indicating any ventilator malfunction. The ventilator cannot shut-down by itself when the on/off switch is in the on position. The conclusion is that the ventilator shut-down at the date of event but the cause to the shut-down has not been determined from this investigation.

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.